Manufacturer narrative:
Additional information received confirmed that the stent got caught within the catheter and got deformed without exiting the tip of the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: there were kinks on the hypotube 2.1cm distal to the strain relief and 19cm proximal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 11th and 26th distal stent wraps with struts raised. There was no damage to the distal tip. Image review: the images show multiple angiographic views of the right and left coronary arteries. There is diffuse disease in the rca and in the lad. The target lesion in the proximal to mid lad shows 70-80% stenosis with a high degree of calcification in the proximal part of the lesion. No images were provided showing the unsuccessful delivery of the 3.0 x 30 mm resolute integrity device. There is no evidence of pre-dilation prior to the unsuccessful delivery shown on the images. The images show the successful delivery and deployment of the additional two devices used to stent the lesion. The proximal stenotic portion of the vessel was pre-dilated post the deployment of the first more distal stent and before the deployment of the proximal stent that was deployed overlapping with the more distal stent. The images confirm that the lesion morphology was difficult and as per the comments from the physician most likely impacted on the unsuccessful delivery of the stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat the lad exhibiting 70%-80% stenosis. The device was removed from its packaging and inspected with no issues noted. The lesion was pre-dilated. It was reported that no resistance was noted when advancing the device to the lesion and the device did not pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning. The physician then used two other resolute integrity stents successfully. No patient injury was reported. The physician assessed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.